Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted, due to an infection. The patient is reportedly on dialysis and now has vegetation on the valve. A right ventricular (rv) lead was placed in the rv via the jugular and was plugged into the atrial port of the explanted crt-d, which is off-label use. Programming was optimized per the physician's request, to ensure proper pacing therapy while the pacer dependent patient heals. No additional adverse patient effects were reported.